Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unknown number of unspecified bd syringes separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle shield is tight and hard to remove and on some occasions the needle hub separated from the syringe. Verbatim: sent: saturday, november 28, 2020 11:53 am "I have been using your syringes for 35 years with no problems. Recently though, the orange caps are so tight and hard to remove that several times the needle itself will come off with the cap. I really don't know what to do about this but I have "wasted" many needles recently. Is there some new "trick" to getting the caps off?".

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. See h10.

Event description:
It was reported that an unknown number of unspecified bd syringes separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle shield is tight and hard to remove and on some occasions the needle hub separated from the syringe. Verbatim: sent: saturday, november 28, 2020 11:53 am "I have been using your syringes for 35 years with no problems. Recently though, the orange caps are so tight and hard to remove that several times the needle itself will come off with the cap. I really don't know what to do about this but I have "wasted" many needles recently. Is there some new "trick" to getting the caps off?"